Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Bipolar lead failure alert upon interrogation was reported on 6/19/2020. Testing with the polarity programmed bipolar revealed in-range sensing and impedance and consistent non-capture at maximum output. Threshold, impedance, and sensing were in-range when tested unipolar. Lead was left actively implanted. On (B)(6) 2020, insulation breach was discovered and the lead was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Approximately 17.5 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the inner and outer insulation were found fractured. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.